Event description:
A us distributor reported that an electrode belt was displaying a service code, can connection status, and "add gel" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code/can connection status, add gel messages) was confirmed due to an open wire in the trunk cable. The root cause for the open wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.